Event description:
Customer reported a button error on her insulin pump. The buttons were unresponsive when she tried to bolus. Customer's blood glucose is 220 mg/dl. The device may have been exposed to sweat. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked reservoir tube and cracked case near display window corners. No button error alarms noted. However, moisture damage on the keypad traces was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.